Manufacturer narrative:
Expiration - unknown as lot is unknown. Perforation is not labeled in the IFU. Perforation is not labeled in the IFU. Unknown as lot is unknown. Product was not returned, so no physical evaluation can be performed on the product. As the lot # us unknown, we are unable to review manufacturing documentation of this device. There are several procedure-related questions that have been asked on several occasions of the customer and no replay has been provided. An accurate root cause cannot be determined without more knowledge regarding other procedures, scans, curettage, postpartum hemorrhaging treatments used, ultrasound guidance, balloon inflation volume, etc. The IFU states, "using ultrasound guidance, insert the balloon portion of the catheter in the uterus making certain that the entire balloon is inserted past the cervical canal and internal ostium." The customer likely did not utilize ultrasound guidance. If they had, they would have observed when the balloon entered the myometrium. The shaft of the j-sos balloon is made out of flexible silicone and has a rounded tip. It is highly unlikely that this device could perforate muscular tissue such as the myometrium, especially while being inserted into the uterus from outside the vaginal canal. It is most likely that the uterus was perforated during a separate procedure and that the balloon was pushed through the perforation during insertion. We continue to monitor for similar events and no actions are necessary at this time due to insufficient risk.

Event description:
A female patient was undergoing the placement of a bakri postpartum hemorrhage balloon for tamponade of the uterine cavity. The scrub technician mentioned to the area representative that under ultrasound guidance of the bakri tamponade balloon catheter, the tip appeared to be in the myometrium. Bleeding occurred around the catheter and the patient had to have a hysterectomy. A comment was made indicating the tip was too long and too hard. The patient is doing fine at this time.